Event description:
Initial result for a pt hcg was 12.27 miu/ml. When retested, the result was >10000 miu/ml. The field service rep found the pressure sensor was out of adjustment and adjusted it to specification.